Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files was unable to confirm low speed advisory alarms, and a specific cause for the reported alarms could not be conclusively determined through this evaluation. The patient reported asymptomatic low speed advisory alarms in the morning of (B)(6) 2023 which were unable to be verified by the account. The patient had minor modular cable damage that was suspected to not be significant enough to have caused the reported low speed advisory alarms; however, the modular cable was exchanged. The controller event log file contained approximately 2 hours of events in the afternoon of (B)(6) 2023. Two pump speed values were momentarily captured below the low speed limit (lsl) upon resolution of pulsatility index (pi) events. Speed increased before any alarms could be triggered. Of note, the pulse action of the pump results in a decrease in speed below the lsl, per design. There were also several pi events that filled the majority of the file and would have overwritten older data, per design. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of pump parameters, including pump speed, power, flow, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 4 ¿system monitor¿ explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. The handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of low flows could be related to hypovolemia, left ventricle recovery, or positional changes during sleep.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient reported low flows on (B)(6) 2023 morning at approximately 03:00 with subsequent of low speed advisories. Low speed advisories could not be verified at this time. Log files were submitted to confirm if modular cable exchange is needed. Event log only captured persistent pulsatility index (pi) events. This log did not contain any unusual pump faults or controller alarms. The pump and external equipment appear to be operating as intended. Event log data prior to (B)(6) 2023 was overwritten by new incoming pi events. The patient had no symptoms. Low speed was never confirmed. The patient was instructed to monitor for alarms and call if necessary.